Event description:
A patient underwent coronary stenting. The 3.5mm lm had an 18mm lesion that was smooth and concentric with little or no calcification and no thrombus, per visual evaluation. The trget areas were the distal lm and the prox lad, which had greater than 50% stenosis. A 3.0x18mm stent was implanted and postdilated. The distal lm was 1.40mm pre and 3.50 post procedure; the prox lad was 1.10mm pre and 3.50mm post procedure. Four months later, the patient had a non-q-wave mi as determined by ck and ck-mb 2.7 times above unl. Troponin was not done. Per investigator, relation to device and procedure was unlikely.